Event description:
It was reported that a child that was connected to a smiths medical trach tube and to a trilogy respirator was heard crying in the night by the parents. The ventilator then began to ring and father saw the child had decannulated. An emergency trach change was done. No further adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one bivona tracheostomy tube was returned for analysis in used condition. Visual inspection of the unit revealed that a break was on the neck flange eyelet. The manufacturing process, assembly process and the training were all reviewed and deemed adequate. Verification of 32 units were reviewed to check for molding issues; no discrepancies noted. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.